Event description:
Customer reported she was hospitalized due to high blood glucose was 1100 mg/dl. Current blood glucose was 189 mg/dl. Troubleshooting on the device was not possible because the device was lost when customer was admitted. Customer reported her blood glucose was over 600 mg/dl because her meter was not reading her blood glucose and she was incoherent. Customer did not recall any significant events prior to hospitalization. Customer reported her kidneys were also failing. Customer reported she was home but doesn't have the device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.